Event description:
The customer reported that the AED will not power on. The customer stated that they use another battery for downloading and it would not turn on either. They reported that this did not occur during patient use.

Manufacturer narrative:
The customer reported that the AED will not power on. The customer stated that they use another battery for downloading and it would not turn on either. Analysis of the AED's log files identified that the customer's failure to promptly address red asi warnings reduced battery life expectancy. As a follow up with the customer, the proper maintenance of this device was reviewed.